Manufacturer narrative:
(B)(4). Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: (B)(4) / packaged, sterilized and released by: (B)(4). Manufacturing date: 02-dec-2019. Expiration date: 01-nov-2029. Part number: 04.038.395s, tfna fenestrated helical blade 95mm -sterile lot number: 28p5398 (sterile). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tfna blade missed the tfna nail which was discovered after post-operative evaluation. No revision procedure has taken place. No further information provided. Concomitant device reported: unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) tfna fenestrated helical blade 95mm ¿ sterile. This is report 2 of 2 for (B)(4).